Event description:
Same case as MFR report#: 2134265-2008-01595. It was reported that during a left subclavian artery stenosis procedure, the stent delivery system froze on the guide wire. The 70% to 80% stenotic, de novo lesion was located in the slightly angulated left subclavian artery. The magic torque guide wire was placed and the lesion was pre-dilated with an ultra thin sds balloon dilatation catheter of an unknown size. The express-biliary ld premounted 9.0mm x 30mm x 135 cm stent delivery system was advanced to the lesion and deployed successfully. Upon attempting to withdraw the stent delivery system, significant resistance was encountered and the catheter was frozen on the guide wire. The stent delivery system and the guide wire were withdrawn as a unit. The stent was post-dilated with an ultra thin sds balloon dilation catheter of an unknown size to successfully complete the procedure. The patient's status was reported as "ok."